Manufacturer narrative:
510k: this report is for an unk - screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during an open reduction and internal fixation right acetabular fracture, the surgeon implanted synthes low profile pelvic plates and 3.5 mm cortex screws. The patient now presents with low grade infection of the right hip and acetabulum. The surgeon has elected to remove the acetabular hardware and the total hip to help clear up the infection. All screws and 1 plate were removed. One of the screws was stripped and required tools from the screw removal set to remove. All hardware was removed and none of the hardware was broken. This report is for one (1) unk - plates: low profile pelvic. This is report 2 of 2 for complaint (B)(4).

Event description:
The total number of screws that were removed is unknown. Unknown if all hardware was removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 h3, h4, h6- product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.